Event description:
It was reported that during a lar procedure, the staple line did not form properly and leaked air during an initial air leak test of the staple line. Another device of the same product code was used to complete the case. No patient consequence reported.